Event description:
The initial reporter complained of discrepant inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Patient 1 was tested on the meter at 11:31 a.m. With a result of 5.3 inr. The result from the laboratory at 11:49 a.m. Was 3.1 inr. The patient's coumadin dose was adjusted based on the laboratory result. Patient 2 (female, (B)(6)) was tested on the meter at 11:00 a.m. With a result of 6.4 inr. The result from the laboratory at 11:20 a.m. Was 4.0 inr. It is not known if this patient's coumadin dose was adjusted. The laboratory results for both patients were believed to be correct. The therapeutic range for both patients is not known. No adverse event occurred with either patient. No medical treatment was required. Both patients are in stable condition. The patients are not anemic, do not have anti-phospholipid antibodies, are not on heparin or other direct thrombin inhibitors, are not taking any new medications, have not had any diet changes, have not been ill recently and are not experiencing any unusual bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.2 inr , qc 2: 3.1 inr , qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The maximum difference between measurements was 3.2%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory, however the time date was set incorrectly. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.